Manufacturer narrative:
The hospital biomed reviewed the logs and noted an anesthesia control board (acb) unexpected reset error. Ge healthcare recommended to the hospital to replace the acb board.

Event description:
The hospital reported that, during a case, the ventilator stopped cycling, and there was a message to manually ventilate and cycle power. The clinician reportedly cycled power and completed the case with no further reported complaint.